Event description:
This is a report from baxter (B)(4) of a damaged chamber. The reported condition occurred before use. No patient injury or medical intervention occurred.

Manufacturer narrative:
The sample has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection and functional test were performed on the sample; and the unit failed to clear passage and failed the pressure test at 8psi. Therefore the reported condition of a leak was confirmed; however, it is unknown what has caused this leak.